Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level had been consistently elevated (greater than 500 mg/dl) and the customer did not believe the pump was delivering insulin. Customer delivered boluses, reverted to an alternate pump, and blood glucose improved.